Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. It was noticed that the cannulated screw-long thread 58mm, and the screw broke at the thread/ shaft junction. Tried to remove using a broken screw removal set. The screw was unable to be removed, left the threaded portion of the screw in the patient. Fragments were generated. There were 30 minutes surgical delay. The procedure successfully completed with 30-minutes delay. The patient outcome is unknown. This complaint involves one (1) device. This report is for (1) 4.0mm cannulated screw-long thread 58mm. This report is 1 of 1 (B)(4).